Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient's fever has subsided and the patient is doing well.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted to a hospital after a permanent implant procedure on (B)(6) 2015 as the patient exhibited a fever. The patient was prescribed antibiotics as a preventative measure. No infection was diagnosed. It was noted the patient appeared to be doing well and was released from the hospital on (B)(6) 2015.